Manufacturer narrative:
Unit passed the delivery accuracy test with 0.08690 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. The test minilink transmitter communicates properly to the pump. No lost sensor alarms noted during testing.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 435 mg/dl as well as insulin pump was under delivery, insulin pump had absence of occlusion alarm. Customer¿s blood glucose is 331 mg/dl at the time of incident. The customer treated with the insulin injections. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because customer thinks insulin pump was not sending her regular basal. The insulin pump will be returned for analysis.